Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) display was blank and inoperative. The patient was transferred to another ventilator. The customer reported no harm to the patient as a result of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer reported that this ventilator will not be repaired.